Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c had leakage. Material: 309658 batch: 5349674. It was reported, both syringes are leaking, one more than the other. A gray 27g needle that has been used with these syringes is included. We have previously received complaints about 3ml syringes, and we were asked to include the needle. Response received on: 6/17/2026 10:13 am was patient or user harmed? If yes, please explain no could you please provide a date of event? It was the day when reported could you please confirm whether any issue was observed with the needle used along with the syringes, or if the leakage was related only to the syringes? If yes, could you please provide the material and lot details for the needle? No task follow up response received on: 6/23/2026 11:19 am the customer was no longer aware of which fluid had leaked. No so-called hazardous substances (such as cytotoxic agents, etc.) Are handled in the unit. The leakage had occurred prior to use, so no harm was caused to the patient. No response for sample